Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Total knee revision surgery occurred 4 years after cemented total knee arthroplasty in a (B)(6) patient due to tibial and femoral parts loosening. From the picture of the explants, we observe that no cement adhered to the metal components and this might be a sign of a problem occurred during the cementation procedure. Several variables can influence the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. Also, a peculiar situation is observed in the lateral projection behind the trochlear surface whose clinical relevance cannot be determined with the information at hand. The reason of this event cannot be determined. Batch review performed on 01 march 2022: lot 174835: 70 items manufactured and released on 10-oct-2017. Expiration date: 2022-09-25. No anomalies found related to the problem. To date, 69 items of the same lot have been sold without any similar reported event since 1-1-2018. Additional device involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 174579: 153 items manufactured and released on 10-oct-2017. Expiration date: 2022-09-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
At 4 years and 1 month after primary, revision surgery for tibia and femur implants loosening. Femur, tibial tray and liner revised successfully.